Event description:
During transfer of resident, inaccurate placement and maneuvering of the lift from bed to wheel chair. Carpet also could have helped cause this accident. A bruise on the left arm of one of the cna's was only injury that occurred.

Manufacturer narrative:
Lift was inspected on (B) (4) 2009, and inservice was also scheduled for this date as the two cna's involved in incident had not been trained on the use of this device. The vanderlift was inspected and found to have no problems and was placed back in service. Also noted that inservice video was shipped to facility for staff to watch and learn proper procedures on the use of the lift.